Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was delivering too much insulin. Customer's blood glucose was 66 mg/dl. Customer mentioned that she was hospitalized. Call was disconnected. No troubleshooting was done. Customer will not be returning the device for analysis.